Manufacturer narrative:
The investigation determined that results obtained on a vitros 350 chemistry system for a single patient sample were mis-associated with the incorrect patient sample identification number. The root cause of the event was determined to be user error as a customer entered the incorrect sample identification number (sid) when manually programming a patient sample on the vitros 350 chemistry system. The vitros 350 chemistry system was operating as programmed and as intended; no malfunction occurred. The root cause of the event was user error.

Event description:
The customer reported that results from a single patient sample obtained using a vitros 350 chemistry system were mis-associated with the incorrect patient sample identification number. Mis-associated patient results may lead to inappropriate physician action. The mis-associated patient result was reported out of the laboratory. However, the result was later questioned based on patient¿s medical history and a corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).